Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Visual evaluation of the returned product found evidence of tyvek residue on the blister flange of the inner and outer blisters; however, the tyvek seal did not bond to the blister flange. There was also an area of minor translucency. The sterility of the device has been compromised. This complaint has been confirmed by evaluation of the returned product. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. The condition of the device when it left zimmer biomet is considered non-conforming to specification. The root cause of the reported event can be attributed to a manufacturing issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that when the box was open that contained the implant neither of the sterile barriers were attached to the plastic box that the implant was inside. The sterility of the implant was compromised so a second implant was opened and used during the surgery. There was no report of harm or serious injury to the patient.